Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements greater than 200 ohms in all three shock vectors. In addition, this ICD had reached explant on (B)(6) 2021. This ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. It was noted that the header broke off of the ICD during the explant procedure. No additional adverse patient effects were reported.